Event description:
Customer stated, "the light comes on but the pad had stopped heating up. While trying the pad in different outlets, he noticed a burn hole in the pad." The product was approx. 6 years and 4 months old when the incident occurred. Product was returned for investigation. An investigation was done to look into the customers complaint. The investigator observed a burn hole on the pad. The investigator observed that the pad had bent thermostats and leads, had discolored thermostats, pad was bunched and dirty, and had a damaged wire harness. This is observed when the pad is folded/ laid on during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds. The burn hole occured due to the folding of pad during use. The customer did not claim any injury.